Event description:
It was reported an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Tandem technical support offered to troubleshooting with the customer but the customer declined. The customer continued to use the pump for insulin therapy and has a back-up plan if necessary.